Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been one other complaint reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
An administrator reported that during an intraocular lens (iol) implant procedure, the cartridge split and the iol could not be retrieved. The procedure was completed with backup products. There was no patient harm reported. Additional information has been requested.